Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the piston rod was not retracting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2015 with the following findings: the pump's black box showed no evidence of rewind alarms. The pump's piston was damaged, which prevented a cartridge from being inserted into the compartment. The prime and rewind steps functioned properly without a cartridge in the cartridge compartment. The pump case was removed and no internal moisture damages were found. The motor drive was visually inspected and no damage was found.